Event description:
It was reported that a spectrum pump turned off during dopamine therapy during a transfer to the pediatric intensive care unit (ICU). A new pump was used and the patient allegedly coded the same day and compressions were started. Patient outcome is not known. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6, h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.